Event description:
As reported per the edwards field clinical specialist (fcs), the tip of the sheath was pulled off during a transcaval tavr procedure. The procedure was performed using a 22f rf3 introducer sheath. The system was used by going transvenous, as the arterial access was ¿not good enough¿ and could not accommodate the sheath. The sheath was advanced up to the inferior vena cava (ivc), and then a hole was created from the ivc to the descending aorta. A stiff wire was advanced through the sheath, and the introducer tip was used to dilate the hole. The delivery system was then inserted without difficulty, and the valve was placed without complications. A vsd closure device was advanced through the sheath to close the hole in the aorta. When removing the sheath at the end of the procedure, the tip of the sheath came off, and ¿wrapped around the closure device¿ as the vsd device was being pulled closed. It somehow pulled off the tip of the device. According to the physician,the sheath tip was stable and not going move, as it was pinched in place. The tip remains in the patient on the outside of the vsd closure device, outside the aorta. The patient is in stable condition.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection of the sheath revealed multiple scratches along the sheath shaft. The radiopaque (ro) tip was confirmed to be separated from the distal end of the shaft, as reported in the complaint. Damage was observed on the distal end of the shaft at the location of the ro tip bond area, and there were no remnants on the bonding surface at the distal end of the shaft. The scratches and tip damage suggest that calcification within the vessel may have negatively interacted with the sheath during use. The DHR review did not reveal any issues which could have contributed to the complaint. A review of product verification (pv) sample data revealed that all samples passed the sheath shaft to ro tip tensile test within specification. Sheath shaft to ro tip tensile study- samples were pulled from several lots initiated after the termination of the complaint work order. Samples could not be pulled from the same lot as the complaint as no finished goods inventory remained. Three random devices were pulled from 12 different lots that were made after the complaint device (total of 36 samples) and a tensile test was performed on the sheath shaft to ro tip bond. All individual samples met the specification. The follow inspections are performed during manufacturing which makes it unlikely that a manufacturing non-conformance contributed to the reported complaint. A 100% inspection after the ro tip is bonded to test the joint and verify that the marker tubing does not peel away from sheath tubing. The manufacturing procedure also states ¿do not accept tubes with interface showing incomplete fusing, over-stretched material, excessive steps or bumps, serrated transition, holes or rough surface¿ after ro tip is bonded to the sheath and after cutting and forming the ro tip. A 100% final inspection is performed to visually inspect the bond/interface between the two tubes, under 10x magnification, with the same acceptance criteria stated in the bullet point above. It should also be noted that the sheath was used in a transcaval procedure with transvenous insertion access. A 6mm amplatzer muscular vsd occluder was delivered through a third-party 7fr amplatzer torquevu delivery system in order to close the access site. The device is indicated for closure of ventricular septal defects, and was used off label in this case. At this time, it cannot be determined whether or not the vsd closure device contributed to the complaint event. It is possible that the sheath tip got caught on the vsd closure device during sheath removal, which pulled the ro tip off of the sheath shaft. Per report, when removing the sheath at the end of the procedure, the tip of the sheath came off, and ¿wrapped around the closure device¿ as the vsd device was being pulled closed. This is further supported by imagery that was obtained from the complaint site, showing the ro tip wrapped around the vsd closure device. The complaint regarding a separated distal tip was confirmed, but no manufacturing non-conformities could be identified. Based on all investigative activities, it cannot be concluded that the complaint device does not meet specifications. In addition, no labeling or IFU inadequacies have been identified in this case, at this time, patient and/or procedural factors, rather than a device defect, appears to be the likely the cause of the complaint. No corrective or preventative action is required.

Manufacturer narrative:
The sheath will be returned for evaluation. The investigation is ongoing.